Manufacturer narrative:
Level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates and difficult/unable to operate (not drawing) on lot # 9070560. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9070560. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for cracked hubs as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs has been found experiencing one occurrence of hub separating from the device and four instances of inability to operate during use. The following has been provided by the initial reporter: it was reported that needle hub separated from one syringe and was not able to draw medication on 4 syringes. Verbatim: lot: 9070560 item: 328468 expiration date: 2024-03-31 incident dates, unknown consumer reported: needle hub separated on 1 syringe not able to draw insulin with 4 syringes new to injection with syringes. Used pen needles for years but now cannot afford them. Samples available the issues mentioned happened on different days. Consumer could not provide dates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.5 ml 31ga 8 mm ufii 10bag 500cs has been found experiencing one occurrence of hub separating from the device and four instances of inability to operate during use. The following has been provided by the initial reporter: it was reported that needle hub separated from one syringe and was not able to draw medication on 4 syringes. Verbatim: lot: 9070560. Item: 328468. Expiration date: 2024-03-31. Incident dates, unknown. Consumer reported: needle hub separated on 1 syringe. Not able to draw insulin with 4 syringes. New to injection with syringes. Used pen needles for years but now cannot afford them. Samples available. The issues mentioned happened on different days. Consumer could not provide dates.